Event description:
It was reported that during the implantation procedure, the physician was unable to insert the lead into the header block on an implantable neurostimulator (ins). The physician tightened the screw until she heard two clicks and backed off the screw two complete turns. She unsuccessfully attempted to insert the lead a second time. A new ins was then used and the lead was successfully inserted. Impedances checked normal and programming went well. The patient recovered without sequelae if additional information becomes available a follow-up report will be sent.

Manufacturer narrative:
Ins model 3058, serial# (B)(4), implanted: (B)(6)-2011, explanted: na.

Manufacturer narrative:
A known good lead was fully inserted to the ins port without complication. No changes to the ins port or setscrew were required to f ully insert lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.